Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking in the overpouch. The folfusor was filled with flucloxacillin 4000 mg in sodium chloride 0.9%. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a pool of fluid inside the overpouch that contained the unit. Further visual inspection found that the tubing was broken at the solvent-bonded junction with the white luer. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.